Event description:
Boston scientific received information that high shock impedances were detected on this right ventricular lead by the pulse generator via the latitude patient monitoring system. Upon investigation, it was noted that shock impedances were stable until the recent alert, which was recorded as greater than 200 ohms in the triad configuration. Some slight noise was also noted on the rv and shock channels with patient movement at an in clinic follow-up two days after the alert, however this had no impact to therapy or device sensing. At a revision procedure a week later, it was confirmed the shock impedance issue was due to a loose connection with the device and lead. After the physician disconnected and reconnected the lead, all measurements were within normal range. Defibrillation testing at 31 joules to assess the integrity of the lead was performed successfully. No additional adverse patient effects were reported and the device and lead remain in service with normal diagnostics at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.